Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-06244. It was reported that a patient presented for a cardiac resynchronization therapy - defibrillator system extraction. Upon review, the left ventricular lead and older capped right ventricular lead were fractured. The older right ventricular lead was previously capped on (B)(6) 2018. Fluoroscopy performed on (B)(6) 2019 confirmed the fracture for both leads. The left ventricular lead was explanted and replaced and the older right ventricular lead was explanted. The right atrial lead, newer right ventricular lead, and implantable cardioverter defibrillator were electively explanted and replaced. The patient was discharged.